Event description:
It was reported to medtronic minimed that the customer experienced no communication between sensor and the mobile device with oops something went wrong error message. The customer reported no adverse event. The event involved product(s) mmt-8401. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-8401.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using simplera app ver 1.5.0 installed on samsung galaxy s20 , android 14 with sensor was conducted and confirmed that the issue is not reproduced. The software successfully adhere to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, we have found that some security patch was not updated on the customers phone. Starting this month, the new google play integrity policy requires phones with android 13 or above have a security patch within 1 year to pass its strongest device/app attestation. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: the phone does not pass play integrity attestation. Can you please update the security patch manually by following below steps: 1. Ensure the phone is connected to a stable internet connection and is plugged in to charge. 2. Open phone settings. 3. In the settings search bar search for security update. 4. Under security update. You should see the date of the last update. If it has been more than a year since the last update, you will need to install the latest security patch. 5. Click security update. To check for the latest patch to install. If your phone is on an older android version, it may also upgrade to the latest android version in addition to applying the security patch. 6. Apply the update. 7. Restart the phone. If a customer on an outdated play services version (from 2022 or 2023) attempts to pair a device after a single update, it may not work. In such cases, multiple sequential updates are required to reach the latest compatible version for successful pairing. 8. If only the android os (not security patch) was updated at step (5), repeat steps (1) to (5) again, otherwise, go to next step. 9. Restart the app and start pairing process again. If above steps doesn't work, please try below steps: 1. Install all available os and google play services app updates for the device and try to pair again. 2. Follow below steps to make sure patients phone has the latest version of google play services. 3. Open android os settings 4. Find and open the menu apps 5. Click see all apps. 6. Find and open google play services. 7. Find and open app details. 8. Update if already installed or install. Could you please provide the version of google play services currently installed on your device? This information will help us identify the issue and provide a resolution more efficiently. Open settings, apps, google play services. Tap app details (this takes you to the google play store listing). You can see the version at the top or update it if needed. Issue was confirmed. Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h11 - updated samd technical assessment summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h11 - updated samd technical assessment summary. An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue, since the popup does not occur in nominal testing and more information from the customer was needed to reproduce and logs were not provided. This issue is unknown. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. Cause and or contributing factors: after conducting a thorough investigation, we found that it is possible that the customer is experiencing issue with sake key retrieval prior to pairing the sensor which may be due to a device integrity check failure. However, we cannot confirm this root case without having the app logs or customer device details. Steps to resolve or recommendation: to assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: step 1 : confirm mobile device has an active internet connection (cellular or wifi) launch browser. Navigate to any web page to confirm connectivity. If user is able to access a web page, continue to step 2 below. If user is unable to access any web page, advise user that an internet connection is needed to use the app and request to enable internet connection. Step 2: for ios only : check if app is allowed to use cellular data. Navigate customer to the home screen by pressing the home button. For newer devices, e.g. Iphone x and above, swipe up from the bottom edge of the screen. Open the settings app (icon looks like a silver gear) settings app>cellular> use cellular data for: locate simplera app and confirm it is toggled on (green) if use cellular data is turned on for simplera app, continue to step 3. If not, advise customer to tap the switch to toggle to the on (green) position and determine if issue is resolved. Step 3 : advise the customer to force close the simplera app. Android: o go to settings and then applications, applications manager, or apps. O locate simplera app and tap to select. O tap on force stop and follow prompts to continue with force stop, if applicable. O relaunch simplera app and try pairing process again, per user guide. Ios: o double press the home button on the mobile device to view list of open apps. For newer devices, e.g. Iphone x, from the home screen, swipe up and pause to view list of open apps. O locate the simplera app and swipe up to close. The app. O relaunch simplera app and try pairing process again, per user guide. Step 4 : perform restart on mobile device. Ios: press and hold the sleep/wake button until the red slider appears. For newer devices, e.g. Iphone x, press and hold the side button and either volume button until the slider appears. Drag the slider to turn your device completely off. After the device turns off, press and hold the sleep/wake button again until you see the apple logo. For newer devices, e.g. Iphone x, press and hold the side button until you see the apple logo. Relaunch simplera app. If the issue persists, continue to step 5. Step 5 : update the simplera app to latest version. Locate simplera app in app store / play store. Update to latest app version 1.5.3 (ios) / 1.5.2(android). Relaunch simplera app after successful update. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using simplera app ver 1.5.0 installed on samsung galaxy s20 , android 14 with sensor was conducted and confirmed that the issue is not reproduced. The software successfully adhere to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, we have found that some security patch was not updated on the customers phone. Starting this month, the new google play integrity policy requires phones with android 13 or above have a security patch within 1 year to pass its strongest device/app attestation. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: the phone does not pass play intergrity attestation. Can you please update the security patch manually by following below steps: 1. Ensure the phone is connected to a stable internet connection and is plugged in to charge. 2. Open phone settings 3. In the settings search bar search for ¿security update¿? 4. Under ¿security update¿? You should see the date of the last update. If it has been more than a year since the last update, you will need to install the latest security patch. 5. Click ¿security update¿? To check for the latest patch to install. If your phone is on an older android version, it may also upgrade to the latest android version in addition to applying the security patch. 6. Apply the update 7. Restart the phone. If a customer on an outdated play services version (from 2022 or 2023) attempts to pair a device after a single update, it may not work. In such cases, multiple sequential updates are required to reach the latest compatible version for successful pairing. 8. If only the android os (not security patch) was updated at step (5), repeat steps (1) to (5) again, otherwise, go to next step. 9. Restart the app and start pairing process again. If above steps doesn¿'t work, please try below steps: 1. Install all available os and google play services app updates for the device and try to pair again. 2. Follow below steps to make sure patients phone has the latest version of google play services 3. Open android os settings 4. Find and open the menu apps 5. Click ¿see all ¿ apps 6. Find and open ¿google play services 7. Find and open ¿app details 8. Update if already installed or install. Could you please provide the version of google play services currently installed on your device? This information will help us identify the issue and provide a resolution more efficiently. Open settings > apps > google play services. Tap app details (this takes you to the google play store listing). You can see the version at the top or update it if needed. Issue was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.